Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in emergency room, the device was not able to be interrogated. The device was found to be in backup vvi mode. The device interrogation exhibited depleted battery. No intervention was performed as patient declined for device replacement. The patient was discharged.